Manufacturer narrative:
Based on the troubleshooting results, technical service cannot determine the proximate cause of the customer¿s reported issue with the information provided. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports the watchdog alarm on their 8015 (sn: (B)(4). Case resolution: - when asked, customer stated the unit has an alaris battery. - customer also stated they do use non alaris batteries in their facility. - informed customer non alaris batteries can cause this issue and are not recommended. - unsure if non alaris battery was used prior to alaris battery. - informed customer this is most likely due to the logic board, since the unit has an alaris battery. - recommended sending in for repair. - customer will send in for repair. Ended call. (B)(4).